Event description:
It was reported that the patient presented in clinic for follow up due to chest pain. An x-ray revealed pericardium perforation and caused loss of capture and extra cardiac stimulation on the right ventricle (rv) lead. During the surgery an issue with difficulty extending on the helix was noted. The patient condition was stable.